Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a compromised force sensor system alarm. The customer's blood glucose reading was 132 mg/dl. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, unexpected restart and self tests, as well as all operating currents tested within the specification range and passed the off no power test. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a bleeding lcd glass, and minor scratches on the display window.